Event description:
In the course of dental treatment, using a 1:5 gear-driven handpiece attachment, the pt received an intraoral burn. The reported statement from the dental healthcare provider stated "pt burned. Pt has been to a burn specialist." The office was contacted as a follow-up investigation to confirm the referral, and dr (B)(6) indicated the pt was referred to a plastic surgeon.

Manufacturer narrative:
All gen 1 wa-99lt devices returned for repair are subject to upgrade to gen 3 wa-99lt version. Gen 3 devices incorporate a ceramic ball under the push-button headcap that reduces the risk of burn due to unintended headcap activation during procedure. No gen 1 devices are repaired and if upgrade is declined the handpiece attachment is returned with a warning sticker attached to the device that states "do not use, may cause pt injury." In addition, a "dear doctor & staff" letter is sent with the unrepaired device advising them of the relevant FDA alert info on 1:5 speed-increasing handpiece attachments and the pt burn hazard related to improperly maintained or otherwise misused devices. The subject handpiece attachment was returned in this cautionary state approx 2 weeks prior to the reported incident after the dental office declined the upgrade. The device should not have been used and the pt was injured in spite of the hazard warning.